Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for the implant of a left ventricular (lv) lead. During the procedure, it was observed that the lv lead exhibited high capture thresholds. The lv lead was not used, and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: previously reported medical device problem code should have been "capturing problem" rather than "high capture threshold".